Event description:
Pt's family member states the portion that fits into j-tube had cracked which caused the pt's feeding formula (neonate jr) to leak outside of the feeding tube. According to the family member this has occurred five times over the past 30 days. These feeding port sets appear to last only a few days, then cracks at the feeding tube connection site.